Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and assisted with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to report any recurrence of malfunction codes.